Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Solventum will continue to monitor.

Event description:
A user facility reported seven 3m¿ ranger¿ blood/fluid warming high flow sets leaked at the cassette during use in the past month. No injuries or medical interventions were required due to the alleged malfunctions.